Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands in accordance with positioning specification. However, due to mid stent deformation the stent did not meet visual acceptance criteria. Deformation was evident to the mid stent wraps with struts raised. The inner lumen could not be verified with a 0.015 inch mandrel. A protective sheath of similar dimensions to that used during the manufacturing of this batch could not be placed over the stent due to the deformed stent struts. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute integrity coronary drug eluting stent, the stent failed to cross the lesion which exhibited moderate tortuosity. The coronary stent could not be successfully advanced through the patient's lesion despite repeated attempts, the advance remained difficult. The device was used in the patient, but after it failed to cross, the use was abandoned. The device was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was not used during delivery. The procedure was completed. No patient complications have been reported as a result of this event.